Event description:
It was reported that the patient, using a dexcom g6 with an ilet system, experienced recurrent hypoglycemia, including documented glucose readings of 65 mg/dl, 40 mg/dl, and 38 mg/dl, with at least two ems activations and treatment with intranasal glucagon (baqsimi), and the patient ingested 93 grams of carbohydrates during one event to raise glucose. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for emergency medical services and administration of rescue therapy. Investigation included complaint handling and technical review. Investigation of this case revealed no device malfunction confirmed and no identifiable root cause determined based on available information. It was concluded that the event was related to hypoglycemia with an undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.